Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the device was not returned.

Event description:
It was reported that arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected 6 and actual 33. Functional verification determined a failed mixing pump. They requested a quote for 2000 hour service.

Event description:
It was reported that arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected 6 and actual 33. Functional verification determined a failed mixing pump. They requested a quote for 2000 hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.